Event description:
The fixation of the button in the conversion kit was detached and the catheter fell into the stomach.

Manufacturer narrative:
The complaint of detached tubing including the non-balloon inner dome is confirmed and should be considered user-related as the failure appears to be placement related. The proximal end of the tubing was viewed under 20x magnification. The proximal end has a finely textured surface with a flat plane, indicating that it has been cut by a sharp instrument, probably scissors. The anti-reflux valve and clip were returned assembled. There is no elongation at the orifice of the proximal end of the tubing that would indicate complete assembly. The product instructions for use (IFU) gives descriptive and illustrative instructions on proper placement techniques.